Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828810 with lot 4131204 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, no defects noted. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a young patient to treat hydrocephalus. The patient presented to the emergency room with headache. It was impossible to change the valve setting from setting 4 to 2. The peritoneal catheter was blocked. The catheter and the valve were replaced on (B)(6) 2021.